Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:35:42. During night drain cycle 5, the patient's ultrafiltration reading was 2197ml, indicating the home patient (hp) drained 2197ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.